Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on the available device data. There was no indication of a device malfunction. The file is closed. The investigation will be re-opened should additional data or device itself become available.

Event description:
Ventricular oversensing with inadequate vf detection was reported. No event date was provided. It is currently unknown whether the lead was explanted or revised.